Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
Lab analysis results: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening, openings assessed as surgical damage and observed a missing piece of shell through microscopic inspection assessed as inconclusive no further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (crease and non-penetrating nick) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to partial date of implant: 2010.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted and replaced and it is available for return.